Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, there was a large crack observed in the cartridge. The customer's blood glucose level was 327 mg/dl. The customer stated that a manual injection would be administered.